Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspection revealed the imaging window was detached near the lapjoint section. Visual inspection revealed the imaging window was twisted and kinked and the telescope was kinked. Impedance testing showed an electrical open at the proximal end of the catheter between 150-160 cm from the distal housing. Media provided by the customer was inspected and showed a poor image displayed at the ilab screen.

Event description:
Reportable based on device analysis completed on (B)(6) 2024. It was reported that visualization issues occurred. The target lesion was located in the right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion, but no image was shown. The procedure was completed with another of the same device. There were no patient complications and the patient condition following the procedure was stable. However, device analysis revealed the imaging window was twisted and detached.